Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, sustained severe and permanent pain, suffering, disability and impairment.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer filed report (B)(6).